Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain two of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from the patient line of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted the hp in disconnecting the supplies using aseptic technique and advised to start over with all new supplies. Rts advised the hp to inform their peritoneal dialysis registered nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.